Event description:
Allegedly the end user was attempting to transfer from the motorized wheelchair when she reportedly triggered the motorized wheelchair to go forward., injuring her leg and ankle. End user allegedly died as a result of the injury. Further details surrounding the incident, including the actual date, are not available at this time.